Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, bleeding and neuromuscular problems. It was reported that the patient underwent a partial excision of the mesh device on (B)(6) 2011 due to puncturing of bladder and/or urethra. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-04429. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal prolapse. It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-04429. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced severe incontinence, urge incontinence, urinary frequency, recurrent bladder infections, recurrent uti¿s, ecoli infection, fecal incontinence, acute cystitis, emotional distress, urinary urgency, and dysuria.

Event description:
It was reported that following insertion the patient experienced severe incontinence, urge incontinence, urinary frequency, recurrent bladder infections, recurrent uti¿s, ecoli infection, fecal incontinence, acute cystitis, emotional distress, urinary urgency, and dysuria.

Manufacturer narrative:
Date sent to the FDA: 1/5/2017.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary retention.

Event description:
Details: it has been reported that following insertion the patient experienced urinary retention.